Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012912461); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter aortic valve, the valve load and valve measurements were d eemed acceptable after an x-ray check. A pre-implant balloon dilation was performed using a 20 mm balloon. The valve and delivery catheter system (dcs) were inserted into the patient. The valve had to be deployed, recaptured, and repositioned a total of three times. Additionally, an infold was observed in the valve frame. Following the third recapture, the valve and dcs were withdrawn from the patient. Both products were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being cr imped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. As received, all leaflets appeared open. All commissures appeared intact. Four bends were observed on the frame¿s inflow crown; below commissure 3-1 adjacent to leaflet 1, below commissure 1-2 adjacent to leaflet 1, below commissure 1-2 adjacent to leaflet 2 and below commissure 2-3 adjacent to leaflet 2. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the condition received, a simulation to evaluate against the alleged infold event cannot be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter aortic valve, the valve load and valve measurements were d eemed acceptable after an x-ray check. A pre-implant balloon dilation was performed using a 20 mm balloon. The valve and delivery catheter system (dcs) were inserted into the patient. The valve had to be deployed, recaptured, and repositioned a total of three times. Additionally, an infold was observed in the valve frame. Following the third recapture, the valve and dcs were withdrawn from the patient. Both products were replaced. No patient complications have been reported as a result of this event. Additional information was received indicating that the valve was recaptured three times as it was deployed too deep.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter aortic valve, the valve load and valve measurements were deemed acceptable after an x-ray check. A pre-implant balloon dilation was performed using a 20 mm balloon. The valve and delivery catheter system (dcs) were inserted into the patient. The valve had to be deployed, recaptured, and repositioned a total of three times. Additionally, an infold was observed in the valve frame. Following the third recapture, the valve and dcs were withdrawn from the patient. Both products were replaced. No patient complications have been reported as a result of this event. Additional information was received indicating that the valve was recaptured three times as it was deployed too deep. Additional information was received indicating that no procedural delay occurred.